Event description:
It was reported that the t:slim x2 pump battery would not charge despite attempts using various charging methods. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to try alternative charging equipment, which did not resolve the issue. Consequently, technical support decided to send a replacement pump. The customer reverted to an alternative method of insulin therapy.